Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, when the plunger was pulled back, a cuff miss occurred. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Without the product to examine, no determination can be made as to the cause of the reported discrepancy. A suture break can be influenced by many factors including, but not limited to, manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the device was not returned. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product.